Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a transcatheter aortic valve replacement procedure by transfemoral approach, the 26mm commander balloon burst during inflation. The 26mm sapien 3 ultra valve was deployed enough to lock the valve in when the rupture occurred. A 26 non-edwards balloon was used to achieve full deployment. The balloon could not be pulled back into the sheath distal tip after the balloon rupture. The delivery system and esheath were removed from the patient as a single unit. The balloon was retrieved on the contralateral side with an ensnare. The patient was in stable condition. The perceived root cause of the event appeared to be calcium in the sinotubular junction.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was empirically confirmed as no relevant imagery or product was returned for evaluation. Available information suggests patient (calcification) and/or procedural factors (over-inflation) likely contributed to the event as reported event indicated calcium was present in the landing zone, and an extra 2cc was used for deployment. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, while the prescribed nominal inflation volume is provided in the IFU, the use of extra inflation volume (over-inflation) can subject the balloon to pressures high enough to cause it to burst. The complaints for difficult to withdraw system through sheath and system component separation during use were empirically confirmed as no relevant imagery or product was returned for evaluation. Available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the reported event. As the balloon burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. In such a condition, applying additional pull force/ manipulating the device to overcome withdrawal difficulty can lead to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.